Event description:
It was reported that stent damage occurred. A 3.00 x 12mm synergy xd drug-eluting stent was advanced to treat the lesion. However, the device failed to cross the lesion and stent deformation was noted. There were no patient complications reported.